Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Dexcom's distributor e-mailed dexcom technical support on (B)(6)2010 to report that pt experienced a broken sensor wire with retained distal fragment. Surgery was performed to remove the retained distal fragment.